Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump was not working. The customer¿s blood glucose level was 189 mg/dl. Customer stated that the sensor had changed the battery of the insulin pump. Customer also stated that the damaged to the back of the battery compartment. Customer troubleshooting was performed for damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. The insulin pump was received with case cracked behind the insulin pump at the corner of the belt clip rails and cracked battery tube threads.